Event description:
Coiling treatment of a mca bifurcation aneurysm. It was reported after deployment of 2nd or 3rd coil, a loop from previous implanted coil came out into the parent artery. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# of the coils involved: qc 9 x 20 3d, qc 8 x 30 3d, qc 8 x 20-3d, qc 7 x 20 3d, qc 5 x 15 3d, qc 4 x 12 3d then hydrocoils. (B)(4).